Event description:
A consumer reported that following the use of this product, she experienced eye pain which did not improve for several days. She stated she stopped using that bottle and bought another bottle. At the time of the report, she stated she felt her vision was decreased. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information. (B)(4).